Event description:
A report was received that the patients scs (spinal cord stimulator) was causing her to experience shocking sensation. The patient underwent an explant procedure. No further information could be obtained.